Event description:
It was reported that the patient's insertable cardiac monitor (icm) was removed due to pain and discomfort at the implant site. The caller asked about the proper handling of the patient mobile monitor (pmm). Technical services advised that the pmm can be disposed of as a standard household electronic device. No additional adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted. G4: PMA/510(k) # field on 3500a form is k193473, k210608 - reported here as PMA # exceeded character limit for designated field.